Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in ts 39110, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the access vessel degree of calcification and the degree of tortuosity were both noted to be moderate and the minimum vessel diameter of the access vessel was reported to be 6.5mm. The mld required for use of a 22fr rf3 sheath is = 7 mm it is possible that patient factors (calcification and/or tortuosity not appreciable on imaging, and smaller than indicated minimum luminal vessel diameter) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards territory manager, an intimal dissection in the right external iliac artery was found upon the removal of the sheath. A covered stent was used to treat the dissection. Intra-op tee measured 20mm native annulus, stj of 29.2mm and sov 29.7mm. A 23mm sapien valve was chosen. Contralateral access was obtained in the lfa and lfv for the pigtail and temporary pacemaker. A retroperitoneal cut down was performed in the right common iliac. Serial dilations were performed. A 22fr edwards sheath was inserted into the right common iliac without issue. A bav was performed with a 20 x 4 mm edwards under rvp. The 23mm sapien was prepped and inserted. The valve was positioned 50:50 under rvp. The valve was deployed with a final position of 50:50. The echo revealed moderate pvl and trace cai. A post dilatation was performed. The echo assessment revealed trace pvl and trace cai. Upon removal of the sheath, angio revealed an intimal dissection in the rei. A covered stent was used to treat the dissection. The patient was transferred to ICU in stable condition with a temporary pacemaker.